Event description:
It was reported via repair work order that the patient left foot side rail was stuck in down position and would not lock due to damaged siderail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.